Manufacturer narrative:
(B)(4). G2: foreign: mexico. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the liner would not assemble to the cup. During the procedure, the cup was placed correctly into the acetabulum, and secured correctly with screws. There was nothing in the way that would stop the liner from impacting correctly into the cup. The surgeon attempted for an hour before deciding to open a new liner. The new liner impacted successfully. There was no known impact or consequences to the patient. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. One hi-wall e1 liner was returned and evaluated. Upon visual inspection there is damage to the scallops and locking feature of the device. There are also indentations visible on the outside diameter. A review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information at the time of this report.